Manufacturer narrative:
(B)(4). Batch # r94r6l. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a scissors from jaws area from top view. The jaws were noted opened and with body fluids. In addition, the black coating can be seen slightly damaged. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results confirmed that one 5dcs instrument was received with the shrink tube damaged at the area of the links in addition, the tyvek was returned along with the instrument. When testing the instrument for functionality it was noted that the instrument would cut the test skin. However, during activation it was felt that the instrument was hard to close. No conclusion could be reached as to why the device was hard to close. A manufacturing record evaluation was performed for the finished device lot r4129p number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94r6l number, and no non-conformances were identified.

Event description:
The 5dcs's jaw cannot be closed after several cutting and therefore it cannot be pulled out through the trocar. End up the surgeon had to pull out the 5dcs together with the trocar. There were no patient consequences.